Event description:
Reportedly, the instrument fired fine but the anvil would not tilt. The instrument could not be freed from the anastomosis site. The anastomosis was subsequently disrupted for removal of the instrument.